Event description:
The intra aortic balloon pump (iabp) alarmed "blood detected" and the device went into a "standby" mode. No apparent blood noted in tubing or sheath.====================== manufacturer response for pump, intra aortic balloon, cs300======================condensation in tubing possibly caused the false "blood detected" alarm to go off and place the system into "standby."